Manufacturer narrative:
Further information regarding this event has been requested. The investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2017, a 19mm trifecta gt valve was implanted in the patient's aortic position due to severe calcification on the annulus. An abbott sizer was used in the surgery. Aortic regurgitation was found during a periodic follow-up in (B)(6) 2020, which had not been observed during the follow-up six months earlier. On (B)(6) 2020, a re-do avr was performed and the trifecta gt valve was explanted, replaced with a 19mm avalus(manufacturer: medtronic). Upon explant, pannus formation, thrombus and a tear from the rcc and ncc stent post toward the ncc side were confirmed. It was reported also that the cuff part of the valve got damaged upon explant. The patient has had no diabetes; not a dialysis patient. The patient was reported to in be stable condition.

Manufacturer narrative:
The reported tear was confirmed. Leaflet 3 was torn. Circumferential fibrous pannus ingrowth was present on the inflow surface, extending onto the base of all three leaflets. Fibrous pannus ingrowth was also noted on the outflow surface of leaflets 2 and 3, with a fold in the free-edge of leaflet 2 adjacent to this tissue. No acute inflammation or significant calcifications were found; however chronic inflammation was noted within the pannus ingrowth. X-ray examination of the stent did not show evidence of deformation, which is consistent with proper handling of the valve at the time of valve insertion. The device history record was reviewed to ensure each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. This was inclusive of a review of the manufacturing videos, which contained no evidence of anomalies during functional inspection. In the absence of any calcification or evidence of infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did not demonstrate loss of collagen at the tear site and the cause of the leaflet tear could not be conclusively determined; however, the pannus noted on the inflow and outflow surfaces, and the tethering of the free edge of leaflet 2, likely induced increased stress on adjacent leaflets and created an unbalanced stress relief distribution between all leaflets during coaptation, which may lead to leaflet tears and reduced durability.